Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported lancet protruding from multiclix device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.